Manufacturer narrative:
The device was manufactured from april 27, 2019 - april 29, 2019. Six (6) actual samples were received for evaluation. Unaided inspection did not identify any abnormalities that could have contributed to the reported condition. Additional magnified inspection was performed which revealed a cosmetic ink printing issues on the front outside surface in all samples. The reported issue of black foreign material was not verified. The cause of the print defect was determined to be due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a foreign material (black particle) was observed in six (6) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. The location of the foreign material was unspecified. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.